Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with erosion. The aus was explanted, and there were no additional patient complications reported.